Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing system controller issues. The system controller and the power module patient cable were exchanged due to inadvertent and unexplainable alarms, which the previous system controller history did not show. The current history shows numerous pump stoppage events, preceded by another alarm or a pulsatility index event which lasts for no more than 2 seconds. Two events were witnessed by the circulatory support specialist while the patient was being checked into the clinic. The patient stated that the alarms occur while connected to the power module. Data log files were sent to the manufacturer for review where pump stoppage events were confirmed when the patient was connected to the power module. As a temporary measure, the patient was sent home with extra batteries and an ungrounded cable. The patient however, was becoming very unnerved by these events and is afraid to sleep on the power module. Approximately 6 days later it was reported that since the system controller exchange, the patient has not experienced any alarms. In addition, a data log file from the new system controller was reviewed and appeared normal. A percutaneous lead (lead) evaluation was performed by the manufacturer on (B)(4) 2015 and did not show any problems with the lead. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A specific cause for the observed pump stoppage could not be conclusively determined without a full evaluation. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 16 days based on the start date of the system controller. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.